Event description:
During rotator cuff repair (left), needle tip noted to have broken off. Wound visually inspected and with arthroscope but not seen. Fluorosocopy machine brought to or to search for needle tip and was not found. Not visible in x-ray. Wound was irrigated with naci and then inspected again and piece still not found. Follow up with risk mgr revealed the surgeon feels the piece was flushed out/removed. No adverse consequences with the pt reported as a result of event. This device used for treatment.